Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the fluoroscopy was not possible and there was an intermittent fdc (flat detector controller) communication issue with the fd (flat detector). Review of the log files indicated communication issues with the fdc. The fse replaced the fd fibre optic cable with routing cable from fd detector to the technical room m-cabinet fdc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.